Manufacturer narrative:
(B)(4).

Event description:
The customer reported the pilot balloon was missing from the tracheostomy tube. They were not aware where the pilot balloon might be. No other information (patient involvement/ date of event or device return) was provided. Additional information has been requested.

Manufacturer narrative:
Covidien reference: (B)(4). On 18-jan-2017, new information was received that patient expired. The pilot balloon became detached and was noted as missing. Recannulation was required. Multiple attempts to reestablish airway via tracheostomy tube were not successful. The patient was orally intubated but patient coded and expired. The patient expired at 7:52 p.m. On (B)(6) 2016. There is currently no information that the death is considered to be related to any failure of the device. The customer will not be returning the tube for evaluation.